Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 2 patients tested for elecsys hcg + beta test system (hcg + b) and 3 patients tested for elecsys tsh assay (tsh) on two cobas 6000 e 601 modules. Of the data provided, the 3 patients tested for tsh were erroneous. Erroneous results were not reported outside of the laboratory. It is not known which results were believed to be correct. This information was requested but has not been provided. This medwatch will cover e601 module with serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on the e601 module with serial number (B)(4). Patient 1 initial tsh result was 0.013 uiu/ml from e601 module with serial number (B)(4). On (B)(6) 2016, the repeat result from the same primary tube on e601 module with serial number (B)(4) was 3.63 uiu/ml. Patient 2 (female, (B)(6)) initial tsh result was 0.005 uiu/ml with a data flag from e601 module with serial number (B)(4). On (B)(6) 2016, the repeat result from the same primary tube on e601 module with serial number (B)(4) was 7.09 uiu/ml. Patient 3 (female, (B)(6)) initial tsh result was 0.006 uiu/ml with a data flag from e601 module with serial number (B)(4). On (B)(6) 2016, the repeat result from the same primary tube on e601 module with serial number (B)(4) was 10.72 uiu/ml. No adverse event occurred. The tsh reagent lot number was 166369. The expiration date was requested but was not provided. The customer does not use rack adapters with 13mm sample tubes. Based on a review of the alarm trace, there were several sample alarms on (B)(6) 2016.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Multiple root causes could have caused the discrepant results. The low results could have been due to the customer not using mandatory rack adapters for the 13 mm sample tubes. This is supported by the sample alarms observed at the time of the event. Clotting time and centrifugation time was not provided by the customer, so other pre-analytical issues might have been present contributing to the high and low results.